Event description:
The customer stated that she was hospitalized three times due to hyperglycemia. The customer's blood glucose reading was 387 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump's programming was checked. The prime test passed. A tubing clamp was not available to perform the high pressure test. Prior to the phone call, the insulin pump alarmed no delivery. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.